Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 10mm amplatzer vascular plug ii (avpii) was selected for implant. However, the device was mis-sized and did not occlude or partially occlude the defect. The avpii was recaptured and removed from the patient. A new 12mm avpii was then selected for implant. However, the 12mm avpii was also mis-sized and did not occlude or partially occlude the defect. The 12mm avpii was recaptured and removed from the patient. Then, the patient was transferred to the ctvs department. The case was abandoned due to the devices because the intended result to occlude the defect was not achieved. No patient consequences were reported.

Manufacturer narrative:
An event of the device not occluding the defect was reported. The device met dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined, however it is consistent with mis-sizing.

Event description:
Operator has taken patient to for embolization . Operator has used avp 2 (10mm) to occlude artery . During placement of vascular plug at desired part / defective part , vascular plug could not able to occlude or partially occluded the defect. So finally operator decide to retrieve the device and taken out. Operator has taken patient to for embolization . Operator has used avp 2 (12mm) to occlude artery . During placement of vascular plug at desired part / defective part , vascular plug could not able to occlude or partially occluded the defect. So finally operator decide to retrieve the device and taken out. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.